Event description:
It was reported that the programmer could not get telemetry when interrogating a device. The programmer was cycle powered and telemetry was established. No other issues occurred. The local sales representative sent the hospital another radio frequency (rf head) as a preventative measure in case any issues like this happen again. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).